Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they have been having a sensation mostly at night when they are laying down. Patient stated it is like an electrical jolt through their legs and it is not very often but every once in a while. Patient mentioned they have not talked to the representative in a long time since they had everything adjusted but within the last couple of weeks they has been getting the jolt. The patient was redirected to their healthcare provider to further address the issue. Patient noted they just changed healthcare provider.